Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported: when targeting accuracy was checked prior to nail insertion, the drill did not pass through the distal hole of the nail and contacted the anterior of the nail. When the nail was replaced and checked again, the drill made contact with the anterior of the nail as well. So, the surgeon switched to using other systems.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported: when targeting accuracy was checked prior to nail insertion, the drill did not pass through the distal hole of the nail and contacted the anterior of the nail. When the nail was replaced and checked again, the drill made contact with the anterior of the nail as well. So, the surgeon switched to using other systems. Update 9/2/24 additional information indicates the drill was damaged by falling due to the inspector's negligence.